Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: b5, h2, h6, h11. Corrected fields: h11. The device was not returned to olympus for inspection, however technical assistance center (tac) has confirmed the malfunction. Based on the results of the investigation the most probable cause for the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the video system center displayed scope communication error b30. The issue was identified during device inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.